Event description:
It was reported by service report that the cot is going up and down by itself. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.